Event description:
The patient contacted animas on (B)(6) 2013, reporting that their blood glucose (bg) was 380mg/dl with symptoms of nausea. She treated herself with multiple boluses and her bg increased to 443mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that she changed her infusion set and there was no bent cannulas and she remained in the 400mg/dl range. Troubleshooting with customer support indicated that the time and date are correct, I:c ratio, bg target, isf and iob are all programmed as desired per the patient. The prime history showed the patient changed site every three days with appropriate amount of insulin. The total daily dose was adding up correctly. Bolus history amounts are all given to completion and as desired per patient. Customer support advised the patient to contact her medical doctor regarding possible setting adjustments. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed on (B)(4) 2013 "no delivery, exceeds tdd' warning was recorded. The warning was confirmed 6 times and deliveries resumed on (B)(4) 2013 at 11:52. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. Typical usage alarms were noted in pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.